Event description:
On 2nd february, 2024 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, the rust accumulation occurred on the paint on the main arms. The designated complaint unit employee confirmed based on photographic evidence the rust stains occurred on arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a on 2nd february, 2024 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, the rust accumulation occurred on the paint on the main arms. The designated complaint unit employee confirmed based on photographic evidence the rust stains occurred on arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since rust occurrence and/or paint chipping could be considered as technical deficiency, and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. When reviewing reportable events for this type of issues we were able to establish that the received incidents are occurring at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to subject matter expert at manufacturer¿s, the most probable root cause of this premature oxidation and paint degradation would be an incorrect operation handling before painting. The pre-treatment operation could be involved. The improper protection after rust or incompletely dry after rust process would have led to the containment and oxidization under the paint. So far, all the cases reported correspond to main arms manufactured before july 2016, hence by the supplier (B)(4) . The painting suppliers have changed since july 2016. The current one is (B)(4) who has strengthened the process and parameters stability. No cases have been reported since the supplier (B)(4) has been replaced. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).